Manufacturer narrative:
This MDR should be cancelled. The device reported is a duplicate of already submitted report # 1119421-2017-00502 against the same device. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned. Product history and were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facilities representative reported an intraocular lens (iol) that was exchanged due to patient unable to tolerate glow. Representative indicated that patient is also experiencing halos in all lighting conditions. Additional information was requested.